Event description:
It was reported that the insulin pump alarmed no delivery. The caller stated that they are driving home and that they are not with the customer or the insulin pump at the time of the call. They also stated that they were not with the customer when the alarm occurred. The customer's last known blood glucose was 280 mg/dl earlier during the day of the phone call. No troubleshooting was done since the caller was not with the customer or the insulin pump. The caller stated that they advised the customer to change their infusion set and the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.